Event description:
It was reported that the insulin pump alarmed motor error after bolus delivery. Blood glucose value is 300 mg/dl. The device was not exposed to a strong magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Nothing further reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump was received with a cracked case at the display window corner, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.